Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump doe not communicate with the sensor. Blood glucose level at the time of the incident was 50 mg/dl. Customer declined troubleshooting as the low blood glucose was due to working out. The sensor is not expected to return.